Event description:
Additional information received indicated the cause of the myopotential oversensing was believed to be caused by improper lead position and not due to a device malfunction.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
During a remote follow-up, myopotentials oversensing was noted on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.